Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-29-us, serial/lot #: (B)(4), ubd: 01-oct-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into the patient's bicuspid native valve, the nose cone of the delivery catheter system (dcs) pulled the valve aortic and the valve dislodged into the ascending aorta. A second valve was implanted within the annulus successfully. No additional adverse patient effects were reported.